Event description:
It was reported that the pump exhibited a motor rate error and cracked plunger head. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, d3, g1, and g2 email is: regulatory.responses@icumed.com

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be missing, a cracked top case, plunger case, bottom case, and barrel guide, and a missing battery. The event history log revealed a motor rate error. Functional testing was conducted. Upon review, the reported problem was duplicated. It was determined that the root cause was a combination of the device having been dropped or mishandled, and the worm coupling, lead screw and both clutch halves being worn, old, and dirty due to normal wear. The worm coupling, lead screw, clutch halves, and plunger assembly were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com